Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12267945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpetic vulvovaginitis. Concurrent conditions included hypertension. On (B)(6) 2005, the patient had essure (ess205) inserted. In april 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), headache ("headaches,"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue."). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with hydrochlorothiazide and surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, headache, migraine, dysmenorrhoea, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- on the left ostia seven coils were visible and on the right ostia three coils were visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-jun-2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12267945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpetic vulvovaginitis. Concurrent conditions included hypertension. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), headache ("headaches,"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue."). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with hydrochlorothiazide and surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, headache, migraine, dysmenorrhoea, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- on the left ostia seven coils were visible and on the right ostia three coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, migraines, headaches, dysmenorrhea (cramping), fatigue, lower abdominal pain were added. Outcome of pelvic pain updated to recovering / resolving. New reporters, patient information, medical history, treatment drug and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.